Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the complaint device was received and evaluated. Visually, it was observed that when the ratchet handle was triggered, the actuator pops out of its place indicating the linkage between the jaw lever and the actuator has failed thus preventing intended functionality of the jaw. This is an indication of shear pin failure which is a design feature to ensure that in the event the device is used beyond its intended use (for ex: clamping too much tissue, repetitive twisting etc.), the linkage failure will occur within the handle and prevent loose bodies from leaving the device. This complaint can be confirmed. A batch record review has been conducted for this lot of pieces that were manufactured in 2014 and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this batch number of the device. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The customer reported that their expressew iii w/o hook top hinge is broke (jaw). It is reported that there is no current case scheduled, so no patient consequences; however, there is another like device on hand if needed.